Event description:
Per the clinic, the patient experienced an extrusion of the implant body.a revision surgery is planned but had not taken place at the time of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 to re-adjust the implant body. The device is not available for analysis. (B)(4). Implanted device remains.